Event description:
Patient revised to address aseptic loosening.

Manufacturer narrative:
Eval was not possible, as the products were not returned. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.